Event description:
It was reported that the pump had flipped and the catheter was lying on top of the pump; the healthcare provider (hcp) was concerned that the catheter may have been poked with a needle at refills. A dye study was therefore done to make sure the catheter had not been damaged during refill attempts and was noted to be "fine". The pump was repositioned and re-sutured in the pocket and the programming was updated. Reporter was unaware if the patient had any issues prior to the procedure; however it was stated that the hcp had a difficult time refilling the pump because it was "loose in the pocket and had possibly flipped". It was added that the patient stayed overnight in the hospital per protocol. Reporter had not heard of any issues from the doctor since the surgery. Drug delivered via the device was dilaudid, clonidine and ropivacaine.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2012 (B)(4), explanted: unk. (B)(4).